Event description:
On (B)(6) 2011, the home patient (hp) called baxter (B)(4) and reported that his peritoneal dialysis (pd) effluent was cloudy, that he had been to the hospital and received an antibiotic due to peritonitis. On (B)(6) 2011, baxter contacted the hp's nurse who stated that the hp presented to the renal unit on (B)(6) 2011 with abdominal pain and cloudy effluent. Pd effluent was obtained and sent. Treatment then commenced per protocol, single doses of each vancomycin 2g and gentamicin 80mg intraperitoneally(ip). The hp was seen on the unit (B)(6) 2011 for gentamicin level monitoring. He was asymptomatic and his effluent was clear at that time, and was considered recovered. The reporting nurse could not provide an opinion of causality and ventured that the cause was not assessable.

Manufacturer narrative:
(B)(4) - the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Similar reports have been received for the reported problem. The root cause investigation is in progress.